Manufacturer narrative:
The customer returned the following devices for evaluation: one used list# unknown, clave; lot# unknown. One used list# ch-2000s-c; spinning spiros® closed male luer, red cap; lot# 14092710. One used list# unknown, valve check; lot# unknown. One used list# unknown, 10ml syringe; lot# unknown. The spiros was easily disconnected from the check valve with an activated spin collar. No damage on the spiro's splines and good shear tab activation were confirmed. The reported complaint of a disconnection of the spiros could be confirmed. The returned samples had the spiros disconnected and activated. The luers were measured to iso standards and met specifications. The spiros were tested and measured and met all product specifications. The probable cause of the disconnection is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap. The customer reported that the spiros was not staying on the line. There was unknown patient involvement; harm was not reported as a consequence of this event.